Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device - left coil migrated from fallopian tube") and pregnancy with contraceptive device ("pregnant") in an adult female patient who had essure (batch no. 846832) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo any confirmation test." And device ineffective "device ineffective". The patient's medical history included multigravida and parity 3 (total number of live births: 3 ((B)(6) 2001; (B)(6) 2003; (B)(6) 2010)). Concomitant products included alprazolam (xanax) since 2017, mirtazapine since 2016 and trazodone since 2016. In 2011, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), dysmenorrhoea ("extreme debilitating menstrual pain"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe abdominal cramping"), back pain ("severe back pain"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infections"), dyspareunia ("dyspareunia"), anxiety ("anxious"), depression ("depressed"), fatigue ("fatigue") and pelvic pain ("pain"). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, dysmenorrhoea, menorrhagia, abdominal pain, abdominal pain lower, back pain, vaginal discharge, vaginal infection, dyspareunia, anxiety, depression, fatigue and pelvic pain outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, pregnancy with contraceptive device, vaginal discharge and vaginal infection to be related to essure. The reporter commented: she ought treatment on multiple occasions for symptoms. She need to undergo surgical intervention as a result of her essure device. Most recent follow-up information incorporated above includes: on 8-may-2019: pfs received. Lot number was added. Reporter's information was added. Pregnancy outcome was updated to elective abortion. Patient's demographics were added. Added events migration of essure device ¿ location of device - left coil migrated from fallopian tube, plaintiff did not undergo any confirmation test. Concomitant drug were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('pregnant'), menorrhagia ('heavy menstrual bleeding'), abdominal pain ('abdominal pain'), dysmenorrhoea ('extreme debilitating menstrual pain') and device expulsion ('migration of essure device location of device - left coil migrated from fallopian tube/expulsion of essure device-left coil fell out') in an adult female patient who had essure (batch no. 846832) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo any confirmation test." And device ineffective "device ineffective". The patient's medical history included multigravida and parity 3 (total number of live births: 3 ((B)(6) 2001; (B)(6) 2003; (B)(6) 2010)). Current weight 165 lbs. Concurrent conditions included body mass index normal. Concomitant products included alprazolam (xanax) since 2017, mirtazapine since 2016, naproxen sodium (aleve) since 2018 and trazodone since 2016. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient was found to have a pregnancy with contraceptive device. In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia"), fatigue ("fatigue") and pelvic pain ("pain"). In 2012, the patient experienced depression ("depressed"). In (B)(6) 2012, the patient experienced device expulsion. On an unknown date, the patient experienced dysmenorrhoea, menorrhagia, abdominal pain, abdominal pain lower ("severe abdominal cramping"), back pain ("severe back pain"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infections") and anxiety ("anxious"). The patient was treated with ibuprofen. Essure treatment was not changed. At the time of the report, the device expulsion, pregnancy with contraceptive device, dysmenorrhoea, menorrhagia, abdominal pain, abdominal pain lower, back pain, vaginal discharge, vaginal infection, dyspareunia, anxiety, depression, fatigue and pelvic pain outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, pregnancy with contraceptive device, vaginal discharge and vaginal infection to be related to essure. The reporter commented: she ought treatment on multiple occasions for symptoms. She need to undergo surgical intervention as a result of her essure device diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Lot number: 846832 manufacturing date: 2011-04,expiration date: 2014-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jan-2020: pfs received- event device dislocation updated to device expulsion. Medical history, treatment and concomitant were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device - left coil migrated from fallopian tube") and pregnancy with contraceptive device ("pregnant") in an adult female patient who had essure (batch no. 846832) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo any confirmation test." And device ineffective "device ineffective". The patient's medical history included multigravida and parity 3 (total number of live births: 3 ((B)(6) 2001; (B)(6) 2003; (B)(6) 2010)). Concomitant products included alprazolam (xanax) since 2017, mirtazapine since 2016 and trazodone since 2016. In 2011, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), dysmenorrhoea ("extreme debilitating menstrual pain"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe abdominal cramping"), back pain ("severe back pain"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infections"), dyspareunia ("dyspareunia"), anxiety ("anxious"), depression ("depressed"), fatigue ("fatigue") and pelvic pain ("pain"). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, dysmenorrhoea, menorrhagia, abdominal pain, abdominal pain lower, back pain, vaginal discharge, vaginal infection, dyspareunia, anxiety, depression, fatigue and pelvic pain outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, pregnancy with contraceptive device, vaginal discharge and vaginal infection to be related to essure. The reporter commented: she ought treatment on multiple occasions for symptoms. She need to undergo surgical intervention as a result of her essure device lot number: 846832 manufacturing date: 2011-04,expiration date: 2014-04. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 16-may-2019: quality-safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.